Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call battery out limit alarm. Customer's father advised the insulin pump was without a battery for over 3 hours and when they finally replaced the battery all memory on the device was lost. Troubleshooting for the battery out limit alarm was performed. Customer advised the device alarmed after the battery was changed but is not alarming during troubleshooting. Customer also had a failed battery test. Troubleshooting for the failed battery test was performed. Customer's father was advised to monitor the insulin pump and call back if problems persist.